Manufacturer narrative:
This report is submitted on july 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and reimplant the patient with a new device, but yet to occur as of the date of this report.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on november 20, 2018.